Event description:
It was reported by repair work order that there was no power to the bed due to a short in the cpu and siderail extension cable malfunction. It was also reported that the ground path was compromised due to the ground pin being broken off of the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.